Event description:
Shower chair allegedly broke in half. Minor injury alleged, no medical attention.

Manufacturer narrative:
The consumer is a (B)(6) female. The consumer went to the emergency room and had x-rays taken. The consumer sustained some bruising in her back.